Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has poor distance vision for driving. She reported this to her surgeon and he encouraged her to have the surgery for the fellow eye performed. The consumer reported that she did not want to have surgery on the fellow eye as she has not had any trouble with that eye. In a f/u phone call with the consumer, she reported she had been given prescription glasses that were helping some. The consumer reported that this eye had previously been her best eye for distance vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax, and mail. Add'l info was received in a f/u phone call on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).